Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer stated that the reported problem was attributed to installation of incompatible configuration on the device. The customer indicated that the problem was resolved after reloading a compatible configuration. Therefore, this claim is closed as incorrect sequence/setting. Analysis of reports of this type has not identified an increase in trend.